Manufacturer narrative:
The clinical evaluation confirmed the reported event and an endoleak ii. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices remain implanted in the patient and were not returned, no evaluation completed. The root cause is inconclusive, there is not enough information to determine the root cause of the reported event. Potential contributing factors to the reported event include; off label use, thrombus and calcifications in the aortic neck. Also, a lumber artery that connected to the proximal aortic next that may have contributed to additional neck growth. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, aortic cuffs and two limb extensions on (B)(6) 2007. After initial implant the physician determined an additional extension would be needed due to the make up of the patient anatomy. Physician elected to implant a suprarenal aortic extension. The patient is in stable condition.